Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock from their implantable cardioverter defibrillator (ICD) for suspected af (atrial fibrillation) with rvr (rapid ventricular response). It was noted that there was one treated vt (ventricular tachycardia) and it was noted that there was atrial arrhythmia in progress at the time of therapy of which the shock appears to have converted the patient from atrial arrhythmia. The ICD remains in use. No further patient complications have been reported as a result of this event.